Event description:
It was reported that during a meniscus repair procedure, fast-fix 360 malfunctioned. The t implant of the first device failed to secure at the outside of the articular cavity. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No further complications were reported. According to results of investigation it was found the needle/overmold assembly was bent and the t1 implant was broken.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, fast-fix 360 malfunctioned. The t implant of the first device failed to secure at the outside of the articular cavity. The procedure was completed using a back-up device. It is unknown if there was a surgical delay. No further complications were reported. The patient current status is good. According to results of investigation it was found the needle/overmold assembly was bent and the t1 implant was broken.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of device dislodged or dislocated. There was a relationship found between the device and the reported event of material deformation. There was a relationship found between the device and the reported event of break. A visual evaluation of the device showed the device was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture was returned off the needle. The t1 is broken and missing half. The needle/overmold assembly is bent. The actuator is extended beyond the tip of the needle. The knot has been tightened down. A functional evaluation showed that the device could not cycle due to the bent needle/overmold assembly. An evaluation of the customer provided images showed in image one a device laying on top of a pouch. The t1/t2/suture are off the needle and laying with the device. The knot appears to be tightened down. The needle is bent. The image is too out of focus to give detail on the t's. In image two the device is laying on top of a pouch. The t1/t2/suture are off the needle and laying with the device. The knot does not appear to be tightened down. Based on the condition of the product material, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The t-anchors are implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.